Event description:
Swelling of the right knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a physician, via a company rep, regarding a female pt, initials and age unk. The pt had a history of osteoarthritis of the right knee and previous synvisc injections 6 to 8 months prior to this report. The pt received a synvisc injection in the right knee on (B)(6) 2010. The pt experienced swelling of the right knee immediately after the first synvisc injection and was treated by the physician with cortisone. The pt received the second synvisc injection on (B)(6) 2010. The pt continued to have right knee swelling after the second synvisc injection which lasted for 5 days. The pt went to the physician on (B)(6) 2010 and the third injection was not given. The physician told the company rep that synvisc was likely the cause of the event. As of the date of receipt of this report, the pt had recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.